Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of had to constantly silence the alarms was confirmed in the device event history as failure code 810:04 during product evaluation by quality engineers. The root cause was determined to be an out of calibration air in line printed circuit board. The pumphead module tubing channel was cleaned and the air in line printed circuit board was recalibrated to repair the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a constant alarm for thirty minutes. It is unknown when or in which care area this event occurred. There was no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.